Event description:
It was reported that a user attempted to pair a new continuous glucose monitor and received an incompatible sensor message when trying to use a freestyle libre 3 sensor with the ilet system. Symptoms included no glucose data available to the ilet due to cgm incompatibility. Outcomes included use of bg run mode with education on specifications and the potential need to transition to backup therapy if bg run mode deprecates before a compatible cgm is obtained. Investigation included troubleshooting and education conducted by customer care. Investigation of this case revealed that the ilet is not compatible with the freestyle libre 3 sensor and that the device functioned as designed by rejecting an unsupported sensor. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible sensor and user understanding reinforced through education.